Event description:
It was reported that there was an unacceptable difference between philips fast and masimo algorithm. The device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that there was an unacceptable difference between philips fast and masimo algorithm. The device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.